Event description:
Affiliate reported that the patient line became disconnected for the y connector. No clinical consequences were reported. Part of the device was returned for investigation.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated to reclassify the event from malfunction to serious injury.

Event description:
The patient line get disconnected from the y connector, while it should be fixed. No clinical consequence mentioned. Part of the device returned for evaluation. The same incident already occured once. The incident has not been reported to the (B)(6) by the hospital. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated to reclassify the event from malfunction to serious injury.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a 3 way stop cock, y connector and some tubing were returned for investigation. They were visually inspected and it was found that the disconnected tubing was not returned with the y connector. The y connector was examined under microscope at appropriate magnification: glue traces were visible inside the connector and around the edge of the connector. It was not possible to inspect the tubing that had come away from the y connector for glue traces as it was not returned. Although it is not possible to determine the root cause for the problem reported by the customer, it might be possible the tubing was pulled apart causing the condition described. This however could not be confirmed. The current quality inspection for these assemblies is established at 100% for leaks and blockages. A review of the history device records confirmed the valve conformed to the required specifications prior to distribution.